Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® precisionglide¿ multiple sample needle has been found experiencing containing foreign matter during use. The following has been provided by the initial reporter: fm on needle. Customer found foreign material on the patient side needle.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® precisionglide¿ multiple sample needle has been found experiencing containing foreign matter during use. The following has been provided by the initial reporter: fm on needle. Customer found foreign material on the patient side needle.